Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The harness connecting the on/off switch was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit will not turn on causing loss of mechanical ventilation. There was no patient involvement.